Manufacturer narrative:
The customer service representative repaired the system and returned it to use. The system functions as intended. No pt injuries.

Event description:
The customer reported the system would not boot. No pt injuries.